Event description:
It was reported that the drive support cap was protruded and sticking out. The customer's blood glucose reading was 159mg/dl. The mother mentioned that insulin squirted out during the manual prime, and the device alarmed. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor rewind anomaly.